Manufacturer narrative:
The peritonitis occurred on an unreported date (since peritoneal dialysis in 2019). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was described as caused by improper operations. On an unreported date, the patient was treated with unspecified drug infusion and gentamycin (intraperitoneal) for the peritonitis event. Pd therapy was ongoing. The patient hospitalization and patient outcome were not reported. It was not reported if the patient was retrained on the proper aseptic technique. No additional information was provided as the reporter declined follow-up.